Event description:
Additional information indicates that the patient had (B)(6) infection . No adverse patient effects were reported.

Event description:
Additional information indicates that the patient had (B)(6) infection . No adverse patient effects were reported.